Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and pump error. The customer¿s blood glucose level was 176 mg/dl. The customer reported that the buttons were not working properly. Customer was able to successfully clear the alarm. The customer was unable to complete pump rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.